Event description:
It was reported that a malfunction alarm occurred resulting in a blood glucose (bg) of 576-577 mg/dl. The customer delivered a correction bolus via the pump to address the bg. The customer will reach out to their healthcare provider regarding an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.